Manufacturer narrative:
Visual inspection confirms the event. The distal hexalobe tip has sheared off of the driver. There is also significant resistance to translation of the inner shaft within the sleeve, making locking and unlocking the thumbwheel difficult. This failure of the hexalobe tip is consistent with excessive/eccentric loading on the tip of the driver, likely seen from applying redirection load as indicated by the bent inner shaft. Review of device history records showed no manufacturing or processing related irregularities that would cause or contribute to this failure mode. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.

Event description:
It was reported that the driver broke when trying to thread between the lateral si joint screws.